Event description:
It was reported that a 27-year-old hispanic female patient underwent a primary breast augmentation with a unspecified saline breast prosthesis and experienced capsular contracture (baker grade 4) and an infection on the left side post-operatively, which was diagnosed with imaging. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and infection. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 16, 2025, mentor received additional information clarifying that the impacted device is a non-mentor product. The impacted device on this event was a allegan 550cc saline device with lot number 3035780. Mentor has updated the complaint's coding for accuracy. H6 medical device problem code (a27): no product quality issue. Since the impacted device is a non-mentor product, no further investigation or reporting will be done on this complaint. Manufacturer¿s reference number: (B)(4).